Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.

Event description:
Boston scientific received information that this pacemaker displayed a shorter longevity than expected during a normal check. An engineering analysis determined the pacemaker demonstrated a consistent increase in power consumption day by day since (B)(6) 2017. This behavior is consistent with premature battery depletion (pbd). Boston scientific technical services (ts) indicated critical therapy was still available, but the pacemaker should be replaced shortly. A few weeks later, the device reached elective replacement time (ert) and was explanted. A new pacemaker was implanted during the procedure. No additional adverse patient effects were reported.